Event description:
Blood was noted in the iabp catheter tubing at 1530 on 7/10/96. The physician was notified immediately. On 7/11/96, the pt was weaned from the iabp and the physician ordered the discontinuance of the balloon. The cath lab tech felt resistance while attempting to discontinue the balloon. Therefore, the physician was notified. When he discontinued the balloon, part of the catheter was left in the leg. The pt was immediatley taken to the cardiovascular or (cvor) where the catheter and clots were removed successfully.